Event description:
Customer reported that she has been having issues with the serter. Customer stated she has a lot of stretch marks and stomach scarring. Customer stated that the infusion sets and not inserting correctly and this is causing her to experience high blood glucose. Customer reported an event with high blood glucose of 800 mg/dl; date was not provided. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.